Manufacturer narrative:
Investigation conclusion: a review complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting one alleged false negative sars result. Customer communicated they tested negative with mild symptoms and had a positive result on day 3 of symptoms. The consumer communicated that no confirmatory testing was performed.